Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt underwent a cervical MRI scan on (B)(6) 2012, however med-el was not informed prior to the examination. It is understood that the magnetic field strength was 1, 5 tesla. A CT scan carried out immediately after the MRI which showed that the implant is in the correct position. After the examination, the pt started feeling pain and she had to be medicated to control it. On the (B)(6) 2012, she went to the hospital where she was implanted as she was feeling pain, even without using the speech processor. The pt still has access to sound and her hearing performance is unaffected. Further info received on (B)(6) 2012, stated that the pt is still feeling pain but the pain is less intense each day. Additional info received on (B)(6) 2012, the doctor handling the case said that after checking the results of the CT scan carried out on (B)(6), the electrode array is inside the cochlea and it doesn't seem that the implant has moved from its original place. Also the pt is feeling less pain every day. Info received on (B)(4) 2012, stated that testing carried out shows the same results as before the MRI. The pt is not feeling intense pain anymore, she feels a slight pain sometimes, but each day the pain reduces.